Manufacturer narrative:
Other, other text: b5: additional information received by smiths on 29-jun-2021 via email: reported to have failed during testing and no patient involvement was reported.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with scratches on lcd lens screen. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing performed. Investigation could not duplicate customer reported problem and pump passed functional testing. However, problem found in pump ehl. Therefore, investigator replaced the pump downstream occlusion sensor for preventive measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited downstream occlusion cassette alarms. No patient injury reported.